Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device, product ID: 3537, product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was encountering a message that they cannot increase past 7.3 on the right side. The caller indicated that the device was not helping the patient and that the message the patient was seeing was "not in the instructions." The patient also experiencing some bleeding and that they were told that their lead may have moved. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.